Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. While the reported complaint was confirmed based on the error logs, failure analysis investigation could not replicate the reported issue of ¿getting non-recoverable fault during case¿. The ec was installed on a test system. Start up with error. Ran 10x power cycles, all passed. The ec was left in the system for 1 hour while testing other unit with no anomalies. System test did not find any issue with this ec. Part is no trouble found (ntf). The vp was installed on the test system and it came up with no error and good video image on both eyes with no anomalies. The system ran 10 power cycles with this board with no errors and no video issues then remained in the system while the system was in use and no problems were reported. The unit is ntf. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, customer got a non-recoverable fault. Customer cycled system power before calling and fault 319 returned on power up. Technical service engineer (tse) asked customer to cycle system power, verify all power cords are secured on vision side cart (vsc), and verify endoscope controller (ec) and video processor (vp) power cords were secured. Tse asked customer to reseat gray and orange fiber cables. Tse asked customer to disconnect scope and leave vsc circuit breaker off for over one minute. Fault returned on power up. Surgeon used another lap tower to view instruments to be sure instruments were not gripping tissue. Surgeon successfully removed instruments and undocked the system. The procedure was converted to laparoscopic with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: procedure was completed after converting to laparoscopic. There was no harm to the patient as a result of the convert. There were no issues noted during set up of the system and the system was inspected prior to use. There were no issues with port placement. Surgical staff did not observe any outside influences that were impeding the movement of the system or universal surgical manipulator (usm). It is unknown if the patient experienced any post-surgical complications. The procedure had been in progress roughly for 45 minutes before the issue occurred. No video recording of the procedure was available. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse exchanged the endoscopic controller (ec) and the video processor (vp) at the same time and the system powered up normally. There was no time to isolate which one was causing the fault. The system was tested and verified as ready for use.